Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings: section: pre-support evaluation: section: axillary insertion of the impella 5.5 catheter: section: direct aortic insertion: section: use of impella with transcatheter aortic valves: "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support (mcs) as a bridge to transplant. Five days after start of support, an ultrasound of the right upper extremity confirmed deep vein thrombosis to the right basilic vein and right internal jugular. Systemic heparin was increased. Two days following a hematoma of the access site was noted. Treatment to resolve is unknown. Reportedly, the patient continued moving the arm against medical advice. Impella mcs continue for another 21 days until the impella 5.5 device was weaned down and explanted, and the patient was successfully bridged to heart transplant. The patient was noted to be hemodynamically stable.

Manufacturer narrative:
The investigation for the reported thrombus and hematoma has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of thrombus and hematoma could not be determined as the device was not returned nor sufficient clinical details.